Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure had occurred. The customer had reported that the unit does not work on battery power alone and only works when the unit is plugged in. An onsite service has been planned for the battery replacement. Device evaluation and repair are pending.

Manufacturer narrative:
The philips asp replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.